Manufacturer narrative:
This report is being submitted for additional information regarding device return date and device evaluation findings. The device was returned and customer allegations were confirmed. The bending section cover was pierced and leaky, and thread winding was visible. Leak failure was noted in the area of the suction cylinder. The suction mouthpiece was damaged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the fiberscope exhibited leakage and the vacuum button was not working. The device was returned and an evaluation at the repair center revealed, the coating of the insertion tube was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the connecting tube¿s coating peeling issue could not be determined, however, the issue was likely the result of physical stress. The event can be detected/prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope¿ inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ¿·important information ¿ please read before use¿. ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.